Event description:
The event occurred on (B)(6) 2024, and involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch where it was reported that the tubing was hung and was found on (B)(6) 2024 leaking from filter in the bed, when total parenteral nutrition (tpn) was administered as a primary. There was patient involvement and no patient harm.

Manufacturer narrative:
Received one used list # 142550489 primary plumset attached to a microclave and a syringe. As received the filter vent was observed to be wetted out. No additional damage or anomalies were noted. The returned sample was leak tested per product specification. There was leakage seeping through multiple locations on the filter of the filter vent. The complaint of leakage be confirmed from the filter vent on the retuned product. The probable cause is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. A lot history review could not be conducted because no lot number(s) was/were identified.